Manufacturer narrative:
The device was returned and evaluated. A tear was found in the exposed portion of the soft cannula. Fluid was seen exiting the site of the tear. It cannot be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 1 and 4 hours on the abdomen.